Manufacturer narrative:
(B)(4).

Event description:
The facility biomedical engineer reported there was no audible alarm sounding during preventive maintenance of the device. There was no patient involvement.